Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had a stored pacemaker mediated tachycardia (pmt) episode. An atrial paced (ap) event initiated a post-atrial ventricular blanking period, during which a premature ventricular contraction (pvc) occurred and was seen but did not reset timing. The device then delivered a ventricular paced event, which did not capture due to the short interval. A subsequent pvc was not detected due to automatic gain control (agc) behavior. It was noted that the pvc is quite short on the vp. Technical services provided programming options. At this time, the device remains in service. No additional adverse patient effects were reported.